Manufacturer narrative:
Country of origin is (B)(6). Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) when compared to laboratory results using an unknown method. The customer's meter result was 2.0 inr and 15 minutes later the laboratory result was 1.5 inr. On (B)(6) 2018 the customer's meter result was 3.9 inr and 15 minutes later the laboratory result was 3.0 inr. The customer's therapeutic range is 1.5 - 2 inr. There was no allegation that an adverse event occurred. The customer had no changes in lifestyle, no impaired liver function, and no renal failure.

Manufacturer narrative:
No customer material was received in order to carry out a substantial investigation. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.